Manufacturer narrative:
H11: the affected unit was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue and upon inspection it was found that oxygen value was outside the tolerance range. As troubleshooting the o2 valve sensor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2010 and no other similar event has been reported, neither concerning trend has been identified. Taking into account all the above information, the most likely root cause for the reported issue has been assigned to defective o2 flow sensor.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, the electronic gas blender kept reducing the sweep gas on its own accord during servicing. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in UK. Livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.